Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The screws of the connection points of the power interface and signal interface cables were tightened to resolve the issue.

Event description:
The hospital reported receiving an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.